Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient representative reported via legal affairs "the capsular contracture and recall were mentioned." "The patient was diagnosed with baker grade iii contracture" and "the patient began to feel severe pain in breasts", ¿right breast capsule ¿ prosthesis: fibrous connective tissue". ¿non-specific chronic inflammatory process¿. ¿nodule at the junction of the medial quadrants, hypoechoic, with well-defined contours, measuring 3.4 x 2.8 x 1.1 mm." Affected side is right. The device has been explanted.